Event description:
In (B)(6) 2012 I started to experience twinges of pain in my lower right abdominal area accompanied by nausea. I also started having visible blood in my urine after running or hiking. I was referred to a urologist who began a series of procedures - a cystoscopy, two CT's, and a ureteroscopy. None of these procedures resulted in an explanation for the pain or constant microscopic blood in my urine. My gynecologist did a battery of tests for std's (all negative) and an ultrasound to check the placement of the essure devices and they appear to be where they should be. I am still having pain on the rare occasions that I run or hike and experience constant fatigue. I have also started gaining weight because I can not lead the active lifestyle I once did.